Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has device service required message.

Manufacturer narrative:
Exemption number e2015058. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2014 and performed to specification, alongside random manual power ons up to the (B)(6) 2016. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the (B)(6) 2016. The device entered CPR advisor mode during this time. The device recorded a self-test fail with a nonsensical duration due to a configuration error on the (B)(6) 2016. The technical log shows on both occasions the shock key was recorded as being stuck. No further log entries were recorded prior to receipt at heartsine. The returned pad-pak was inserted into the device, the device powered on with most of the instructional leds illuminated then shutdown with a device service required prompt and a flashing red status led. This would confirm the reported fault. Investigation found the reported fault can be attributed to membrane failure due to moisture ingress. Upon visual inspection of the returned device extensive corrosion was observed on the j11 connector and the membrane tail. The corrosion was likely caused by moisture ingress and would account for the multiple manual power ups of ten minutes duration and the device failed a self-test due to a shock key error. This would have resulted in overvoltage and damage to the microprocessor.